Event description:
It was reported that the patient's inflatable penile prosthesis (ipp) was replaced due to unknown reasons. 15cmx12mm cylinders, pump, and 100ml reservoir were implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient experienced pain with their inflatable penile prosthesis. The patient's physician diagnosed an infection in office. 15cmx12mm cylinders, pump, and 100ml reservoir were implanted. The patient was doing well with a good outcome. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.